Event description:
It was reported there was a volume discrepancy. The expected residual volume was 4 milliliters (ml) and the actual residual volume was 40 milliliters. The cause of the discrepancy was unknown. Action was not yet taken, but planned: the patient wanted the pump explanted. The patient was being referred to a surgeon for explant. The pump was being used to deliver morphine. There were no symptoms or complications associated with the event. The patient never experienced withdrawal symptoms, but the pump was programmed to minimum rate with the same concentration as before the event. The patient status at the time of the report was ¿alive- no injury.¿ it was later reported no extra diagnostics were performed. It was unknown if the pump had yet been explanted, but the patient was reportedly ¿fine.¿

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).